Event description:
On (B)(6) 2010 during a call to baxter technical services, the caregiver stated that the home patient(hp) had peritonitis. On (B)(6) 2010 during a follow call with the dialysis nurse(pdrn) it was revealed that on (B)(6) 2010 the hp was diagnosed at the dialysis clinic with bacterial peritonitis. The hp had received peritoneal dialysis(pd) with dianeal ambuflex and ultrabag since 2007. The hp received fortaz 2gm daily and vancomycin 2gm every 6 days as treatment for the peritonitis. He was not hospitalized. Recovery was ongoing and improving at the time of this report. The pdrn did not know the infection origin, but offered that the hp's wife had been assisting him with pd therapy set up, but recently the hp had been setting up alone, and touch contamination is a good possibility. The pdrn added that the baxter products are not suspect.

Event description:
A system error (se) 2240 was found in the patient logs of the homechoice (hc) device during evaluation.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was identified during an initial assessment of a homechoice (hc) device which occurred on (B)(6) 2010; there was no report for this alarm called in by the customer. No failure or malfunction was identified. It is not evidence that problems with the hc contributed to se 2240. The cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).